Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) units of em2400 valve sets leaked from the valve station 5. This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b3, b5, h4, h6(update codes), h11. B3: the issue occurred during unspecified date in december 2025. B5: it was further informed that the affected quantity was thirteen(13). H4: the device was manufactured between august 5-6, 2025. H11: the actual devices were not available; however, 15 (fifteen) companion samples were received for evaluation. Visual inspection of the returned samples confirmed the reported issue. System level testing were performed on the companion samples which included analysis at various points throughout the prime, pump calibration, and direct entry processes. It was observed that the compounding cycle completed with bubbles detected on port 5 valve body cavity 2. The reported condition was verified on the companion samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.